Event description:
This complaint was received via email from cardinal health via medwatch report. It was reported the procedure was being performed on a (B)(6) female patient. During port-a-cath placement, this guidewire came unraveled as the physician was withdrawing it. (B)(6) 2012 - follow up information from risk management states the wire started to unravel during removal but was removed intact. At which time, the catheter was already in place so nothing else was used. There was no delay in treatment and no patient death or complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.